Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the balloon appeared intact. A piece was disengaged and received in a bag. The lock collar was broken. The main valve seal and converter doors were received and were intact. The inflation syringe was received. The obturator was received. Functional testing found that the balloon was inflated using the received inflation syringe, an odd shape was noted. The flapper door when actuated opened and closed properly. The converter doors move freely and were secured in place. The obturator was inserted and removed without restriction into the trocar and cannula. The returned syringe was attached to the insufflation port and supplied air was injected into the cannula. The air flowed through the tubing and cannula unrestricted. It was reported that the balloon did not inflate. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the lock collar was broken. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force is applied during clinical application. Another unreported condition was identified: the balloon had an odd shape. The product analysis noted evidence that the device was not used as intended. This issue may occur when positioning the device during its inflation deployment or deflation process, or its tissue planes process, during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: once the extraperitoneal space is adequately dissected, deflate the dissection balloon by removing the endoscope or by removing the inflation bulb from the dissector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic procedure, the balloon did not inflate. Another device was used to complete the case. There was no patient injury.